Event description:
It was reported that during a gastrectomy procedure, although the device functioned properly at the system check, error 5 was displayed suddenly and the blade was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/10/2009. Information anticipated, but unavailable at this time.